Event description:
It was reported that the pt underwent an l3-s11 fusion procedure on (B)(6) 2013, utilizing the s-lok pedicle screw system. Radiographs taken on (B)(6) 2013 identify two (2) broken screws located in the sacrum. Revision performed on (B)(6) 2014. The doctor indicates the pt was non-compliant.

Manufacturer narrative:
Investigation in process. A f/u medwatch report will be submitted upon completion of investigation. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2014-00005).